Manufacturer narrative:
Mml reference #: (B)(4).

Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist performed interrogation and confirmed that the left lead was out of range/high impedance failure on all electrodes. The device was turned off, and the patient was scheduled to undergo revision surgery. The left lead was removed at the revision surgery, and a new lead was implanted without complications.

Manufacturer narrative:
Mml reference #: (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was returned for evaluation. The reported issue was verified. Analysis confirmed lead conductor fractures (rounded) were the cause of the out-of-range/high impedance conditions observed with the left stimulation lead.

Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist performed interrogation and confirmed that the left lead was out of range/high impedance failure on all electrodes. The device was turned off, and the patient was scheduled to undergo revision surgery. The left lead was removed at the revision surgery, and a new lead was implanted without complications.